Manufacturer narrative:
This supplemental report was submitted to provide information of the product explant and replacement.

Event description:
This supplemental report is being filled to include additional information regarding the explant and replacement of the this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that the patient's physician did not believe that their device would not work for them. The device does not generate enough power to successfully convert the patient's arrhythmia. Approximately two week later, the patient reported that they had received an inappropriate shock from their system while on the treadmill causing them to be knocked to the ground. The physician is still determining the best course of action for the patient and as of now the entire system has been deactivated. No additional adverse events were reported.